Manufacturer narrative:
(B)(4). The date the peritonitis event occurred was not reported; however, it was reported the patient was hospitalized on an unreported date ¿two year ago¿. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.